Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: according to the information received, it was impossible to pull the trigger. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual analysis of the returned device, determined that trigger was broken. Silicon sleeve was found deformed in the distal part and implants and sutures were inside of the needle. Testing of trigger¿s functionality revealed that trigger was loose, there was no tension on the handle from the spring. Device was open to review internally the components and as it was found the trigger was broken and disconnected from the latch and from the return spring. A manufacturing record evaluation was performed for the finished device lot number: 6l41312, and no non-conformances were identified. Based on the information currently available. Product evaluation of the returned device indicates that the trigger and needle could have being broken due to excessive force applied prior or during the procedure. As per IFU-113244, indicate the instructions for user to handle the trigger at the deployment phase. In this case, it can be concluded that root cause of the failure reported is due to handling of the device, however; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications at this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in (B)(6) that during an arthroscopy procedure on (B)(6)2021, it was observed that it was impossible to pull the trigger on the anchor device. During in-house engineering evaluation, it was reported that visual analysis of the returned device, determined that the trigger was broken and the silicon sleeve was found deformed in the distal part that implants and sutures were found inside the needle. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.